Manufacturer narrative:
A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event.

Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. With the information provided the exact cause of the infection by enterococcus faecalis, and subsequent stroke and plueural nodules, is unknown. Of note, the patient did not follow up on his post op visit and was not taking any of their cardiac medication including plavix or eliquis post tavr. The patient had many pressure ulcers, dehydration, lactic acidosis, rhabdomyolysis, and mildly elevated troponin. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the valve clinic coordinator, approximately 1 months post successful tavr, the patient presented with endocarditis. The patient had been found unresponsive at home with many pressure ulcers, dehydration, lactic acidosis, rhabdomyolysis, and mildly elevated troponin. Blood cultures were positive for enterococcus faecalis. Infectious disease doctor stated, 'clinically he has endocarditis and he has a sizable vegetation, but by report no abscess.' The ID doctor did not confirm a source of the infection. The patient was started on antibiotic medications. Echocardiogram performed on 30 days post tavr noted, 'vegetation not seen on tavr.' Additionally, bilateral mca territory secondary to septic emboli and right pleural nodules were likely from septic emboli from endocarditis. A tee on (B)(6) 2020 showed worsening pvl from moderate to severe with possible mass suggestive of vegetation on the tavr valve. On (B)(6) 2021 the patient had the tavr valve explanted and a surgical valve implanted.